Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that a bolt broke off on the al2 plate (details unknown). The broken piece could not be extracted from the patient therefore it was left in the patient's body. The surgery was completed with a replacement device after a delay (time of delay is unknown). No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00668 for the plate involved in this event.

Manufacturer narrative:
The reported plate was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported acu-loc® 2 vdr t-guide locking bolt was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The acu-loc® 2 vdr t-guide locking bolt (part number 80-0682, batch number 335134) was examined visually under magnification. The end thread of the locking bolt was sheared off. Under magnification the fracture surface was brittle, with fragments of the threads hanging off the tip. This rough fracture surface was indicative of a single excessive load. A failure such as this usually occurs with an off-axis excessive loading of the drill guide while threaded in the plate or if the guide was cross threaded during insertion and over torqued. The missing threads were not returned. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.